Event description:
Reporter stated she was having excruciating hip pain in (B)(6) of 2020 and treatment was not helping with the pain. Hip sounded like a "squeaking door" stated reporter. Reporter was told by her doctor she would need revision surgery because the liner of the device was no longer visible. Reporter was also told by the surgeon that performed the revision surgery that there was a lot of metal shaving from the hip device that was removed.